Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit there were repeated false positives. This a report of 2 occurrences. False results were reported out to the clinician and patients. This affected patient treatment plan. The following information was provided by the initial reporter: "customer states patient previously pcr neg for flu a is pos flu a with veritor." "Patients tested neg via pcr 24-48 hours prior to veritor testing. Were any erroneous results reported to the doctors? Pos flu a results were given to doctor. If yes, were any patients treated based on erroneous results? Yes, treatment changed due to pos veritor test. Dr. Sent out tamiflu for both patients."

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit there were repeated false positives. This a report of 2 occurrences. False results were reported out to the clinician and patients. This affected patient treatment plan. The following information was provided by the initial reporter: "customer states patient previously pcr neg for flu a is pos flu a with veritor." "Patients tested neg via pcr 24-48 hours prior to veritor testing. Were any erroneous results reported to the doctors? Pos flu a results were given to doctor. If yes, were any patients treated based on erroneous results? Yes, treatment changed due to pos veritor test. Dr. Sent out tamiflu for both patients."

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive result¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0293953. Asymptomatic patients were tested negative via pcr 24-48 hours prior to veritor testing (positive on flu a result (256045)). Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Bhr and retain sample testing were performed on the batch number provided and no issues were found. Samples were returned for investigation. Quality did not receive samples and sample analysis did not occur. If samples are received at a later date, the complaint may be reopened. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.